Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was died without alerting to a low battery life. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had rejected batteries and unexplained no delivery alarms. The insulin pump will not be returned for analysis.